Event description:
It was reported that the patient sought medial attention through an urgent out of hours general practitioner telehealth appointment on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 49 and 71 hours. The patient reported that the site was red, itching, blistering and has an abscess. The patient spoke to the physician on the phone and sent photos of the affected area. The patient was treated with an unspecified antihistamine, an unspecified antibiotic and an unspecified steroid cream. The abscess was drained the next day. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.